Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/worsening pain'), device dislocation ('migration'), embedded device ('coils were found embedded in her uterine wall via a pelvic us') and device breakage ('coils were found embedded in her uterine wall, essure removal reportedly done on (B)(6) 2017') in a 32-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Medical conditions: prior to the essure implantation, even when not on birth control, plaintiffs periods were normal, lasting only approximately five days, and she did not experience pain. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2016, the patient experienced depression ("depression") and anxiety ("anxiety"), 1 year 8 months after insertion of essure. In (B)(6) 2020, the patient experienced embedded device (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device dislocation (seriousness criterion medically significant), device breakage (seriousness criterion medically significant), menorrhagia ("unusually heavy / prolonged menstrual periods which could last two to three weeks at a time"), alopecia ("hair loss"), menstruation irregular ("irregular menses"), pelvic floor muscle weakness ("pelvic floor dysfunction"), genital haemorrhage ("worsening abnormal bleeding"), hypersensitivity ("hypersensitivity symptoms") and autoimmune disorder ("autoimmune symptoms") and was found to have weight increased ("weight gain"). The patient was treated with physical therapy (physical therapy was ordered) and surgery (laparoscopic bilateral salpingectomy and removal of essure on (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, menorrhagia, weight increased, alopecia and menstruation irregular had resolved and the device dislocation, embedded device, device breakage, depression, anxiety, pelvic floor muscle weakness, genital haemorrhage, hypersensitivity and autoimmune disorder outcome was unknown. The reporter considered alopecia, anxiety, autoimmune disorder, depression, device breakage, device dislocation, embedded device, genital haemorrhage, hypersensitivity, menorrhagia, menstruation irregular, pelvic floor muscle weakness, pelvic pain and weight increased to be related to essure. The reporter commented: after removal symptomatology has largely resolved. Dechallenge positive. She was supposed to have hysterectomy in (B)(6) of 2020, but couldn¿t due to lack of financial assistance. Essure removal reported to be done on (B)(6) 2017, as per pif in (B)(6) of 2020 coils were found embedded in her uterine wall via a pelvic us. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: results: demonstrated bilateral tubal occlusion.. Ultrasound pelvis - in (B)(6) 2020: coils were found embedded in her uterine wall. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-sep-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a 32-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Medical conditions: prior to the essure implantation, even when not on birth control, plaintiffs periods were normal, lasting only approximately five days, and she did not experience pain. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2016, 1 year 8 months after insertion of essure, the patient experienced depression ("depression") and anxiety ("anxiety"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("unusually heavy / prolonged menstrual periods which could last two to three weeks at a time"), weight increased ("weight gain"), alopecia ("hair loss"), menstruation irregular ("irregular menses") and pelvic floor muscle weakness ("pelvic floor dysfunction"). The patient was treated with surgery (laparoscopic bilateral salpingectomy and removal of essure on (B)(6) 2017) and physical therapy (physical therapy was ordered). At the time of the report, the pelvic pain, menorrhagia, weight increased, alopecia and menstruation irregular had resolved and the depression, anxiety and pelvic floor muscle weakness outcome was unknown. The reporter considered alopecia, anxiety, depression, menorrhagia, menstruation irregular, pelvic floor muscle weakness, pelvic pain and weight increased to be related to essure. The reporter commented: after removal symptomatology has largely resolved. Dechallenge positive. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: demonstrated bilateral tubal occlusion. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on (B)(6) 2018: summons received. Outcome of events changed. Removal surgery confirmed. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/worsening pain'), device dislocation ('migration'), embedded device ('coils were found embedded in her uterine wall via a pelvic us') and device breakage ('coils were found embedded in her uterine wall, essure removal reportedly done on (B)(6) 2017') in a 32-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Medical conditions: prior to the essure implantation, even when not on birth control, plaintiffs periods were normal, lasting only approximately five days, and she did not experience pain. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2016, the patient experienced depression ("depression") and anxiety ("anxiety"), 1 year 8 months after insertion of essure. In (B)(6) 2020, the patient experienced embedded device (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device dislocation (seriousness criterion medically significant), device breakage (seriousness criterion medically significant), menorrhagia ("unusually heavy / prolonged menstrual periods which could last two to three weeks at a time"), alopecia ("hair loss"), menstruation irregular ("irregular menses"), pelvic floor muscle weakness ("pelvic floor dysfunction"), genital haemorrhage ("worsening abnormal bleeding"), hypersensitivity ("hypersensitivity symptoms") and autoimmune disorder ("autoimmune symptoms") and was found to have weight increased ("weight gain"). The patient was treated with physical therapy (physical therapy was ordered) and surgery (laparoscopic bilateral salpingectomy and removal of essure on (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, menorrhagia, weight increased, alopecia and menstruation irregular had resolved and the device dislocation, embedded device, device breakage, depression, anxiety, pelvic floor muscle weakness, genital haemorrhage, hypersensitivity and autoimmune disorder outcome was unknown. The reporter considered alopecia, anxiety, autoimmune disorder, depression, device breakage, device dislocation, embedded device, genital haemorrhage, hypersensitivity, menorrhagia, menstruation irregular, pelvic floor muscle weakness, pelvic pain and weight increased to be related to essure. The reporter commented: after removal symptomatology has largely resolved. Dechallenge positive. She was supposed to have hysterectomy in (B)(6) 2020, but couldn¿t due to lack of financial assistance. Essure removal reported to be done on (B)(6) 2017, as per pif in june of 2020 coils were found embedded in her uterine wall via a pelvic us. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: results: demonstrated bilateral tubal occlusion.. Ultrasound pelvis - in (B)(6) 2020: coils were found embedded in her uterine wall. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: plaintiff fact sheet received. Reporter and rcc added. Events- worsening abnormal bleeding, coils were found embedded in her uterine wall via a pelvic us, migration, auto-immune or hypersensitivity symptoms, device breakage were added. Lab data added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/worsening pain'), device dislocation ('migration'), embedded device ('coils were found embedded in her uterine wall via a pelvic us') and device breakage ('coils were found embedded in her uterine wall, essure removal reportedly done on (B)(6) 2017') in a 30-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included nausea, dizziness, vomiting, multigravida, parity 5, endometriosis and biopsy. Prior to the essure implantation, even when not on birth control, plaintiffs periods were normal, lasting only approximately five days, and she did not experience pain. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2016, the patient experienced depression ("depression") and anxiety ("anxiety"), 1 year 8 months after insertion of essure. In (B)(6) 2020, the patient experienced embedded device (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device dislocation (seriousness criterion medically significant), device breakage (seriousness criterion medically significant), heavy menstrual bleeding ("unusually heavy / prolonged menstrual periods which could last two to three weeks at a time"), alopecia ("hair loss"), menstruation irregular ("irregular menses"), pelvic floor muscle weakness ("pelvic floor dysfunction"), genital haemorrhage ("worsening abnormal bleeding"), hypersensitivity ("hypersensitivity symptoms") and autoimmune disorder ("autoimmune symptoms") and was found to have weight increased ("weight gain"). The patient was treated with physical therapy (physical therapy was ordered) and surgery (laparoscopic bilateral salpingectomy and removal of essure on (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, heavy menstrual bleeding, weight increased, alopecia and menstruation irregular had resolved and the device dislocation, embedded device, device breakage, depression, anxiety, pelvic floor muscle weakness, genital haemorrhage, hypersensitivity and autoimmune disorder outcome was unknown. The reporter considered alopecia, anxiety, autoimmune disorder, depression, device breakage, device dislocation, embedded device, genital haemorrhage, heavy menstrual bleeding, hypersensitivity, menstruation irregular, pelvic floor muscle weakness, pelvic pain and weight increased to be related to essure. The reporter commented: after removal symptomatology has largely resolved. Dechallenge positive. She was supposed to have hysterectomy in (B)(6) 2020, but couldn¿t due to lack of financial assistance. Essure removal reported to be done on (B)(6) 2017, as per pif in (B)(6) 2020 coils were found embedded in her uterine wall via a pelvic us. Trailing coils- 10 right and 5 left. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: results: demonstrated bilateral tubal occlusion.. Ultrasound pelvis - in (B)(6) 2020: coils were found embedded in her uterine wall. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 15-jun-2021: medical record received : reporter information, medical history and rcc added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Medical conditions: prior to the essure implantation, even when not on birth control, plaintiffs periods were normal, lasting only approximately five days, and she did not experience pain. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2016, 1 year 8 months after insertion of essure, the patient experienced depression ("depression") and anxiety ("anxiety"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("unusually heavy / prolonged menstrual periods which could last two to three weeks at a time"), weight increased ("weight gain"), alopecia ("hair loss"), menstruation irregular ("irregular menses") and pelvic floor muscle weakness ("pelvic floor dysfunction"). She is scheduled to undergo a bilateral salpingectomy and essure removal on (B)(6) 2017. She was treated with physical therapy for pelvic floor dysfunction. At the time of the report, the pelvic pain, menorrhagia and menstruation irregular had not resolved and the weight increased, alopecia, depression, anxiety and pelvic floor muscle weakness outcome was unknown. The reporter considered alopecia, anxiety, depression, menorrhagia, menstruation irregular, pelvic floor muscle weakness, pelvic pain and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: demonstrated bilateral tubal occlusion. Company causality comment: this litigation case report refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2014, and reported adverse events including pelvic pain. She is scheduled to undergo a bilateral salpingectomy and essure removal on (B)(6) 2017. After essure insertion, pelvic, abdominal and uncharacterized pain may occur. In this present case, consumer presented the event after essure insertion. Considering its nature and absence of alternative explanation, causality cannot be excluded. This case was classified as incident since device removal will be required. Follow-up information will be obtained through the litigation process. A product technical analysis is being sought.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Medical conditions: prior to the essure implantation, even when not on birth control, plaintiffs periods were normal, lasting only approximately five days, and she did not experience pain. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2016, 1 year 8 months after insertion of essure, the patient experienced depression ("depression") and anxiety ("anxiety"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("unusually heavy / prolonged menstrual periods which could last two to three weeks at a time"), weight increased ("weight gain"), alopecia ("hair loss"), menstruation irregular ("irregular menses") and pelvic floor muscle weakness ("pelvic floor dysfunction"). The patient was treated with surgery (she is scheduled to undergo a bilateral salpingectomy and essure removal on (B)(6) 2017) and physical therapy (physical therapy was ordered). At the time of the report, the pelvic pain, menorrhagia and menstruation irregular had not resolved and the weight increased, alopecia, depression, anxiety and pelvic floor muscle weakness outcome was unknown. The reporter considered alopecia, anxiety, depression, menorrhagia, menstruation irregular, pelvic floor muscle weakness, pelvic pain and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: demonstrated bilateral tubal occlusion. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 10-may-2017: quality safety evaluation of product technical complaint. Company causality comment : this litigation case report refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2014, and reported adverse events including pelvic pain. She is scheduled to undergo a bilateral salpingectomy and essure removal on (B)(6) 2017. After essure insertion, pelvic, abdominal and uncharacterized pain may occur. In this present case, consumer presented the event after essure insertion. Considering its nature and absence of alternative explanation, causality cannot be excluded. This case was classified as incident since device removal will be required. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Follow-up information will be obtained through the litigation process.